Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A review of the event log was performed with the reported problem identified. A visual inspection was performed with no issues noted. Functional and electrical rite testing was performed on the device. Upon evaluation of the device and visit to the patient¿s home, the cause of the reported problem was determined to be a use error. The cycle was higher than the allowable distance from the patient. The patient guide stated to place the cycle within 12 inches of the height of the catheter. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a low priority 30176 alarm occurred during the dwell cycle on the amia cycler. The home patient (hp) was connected at the time of the event. There was nothing found during troubleshooting that would cause or contribute to the alarm. The technical service representative (tsr) assisted to clear the alarm. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). A device history review and service history review will be performed. Should additional relevant information become available, a follow-up report will be submitted.